Event description:
The manufacturer received information alleging a patient with a dreamstation auto CPAP device has passed away. There was no allegation that the device contributed to the death. The patient's wife contacted the manufacturer to inquire on how to return the device. Additional information has been requested regarding the details of the reported death. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.